Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, high thresholds, and oversensing with noise. A lead fracture is suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.